Event description:
Same case as MDR ID: 2134265-2012-04349 and 2134265-2012-04348. It was reported that post a stenting treatment procedure, chest pain occurred. In (B)(6) 2009, three taxus express2 stents were implanted in an unknown lesion. Eleven months later, the patient returned for a catheterization procedure due to recurrent symptoms of chest discomfort. During the procedure, it was found that the distally placed taxus express2 stent had fractured and had 30-40% narrowing. No issue was noted with the other two taxus express2 stents in the lesion and no further intervention was performed as the physician felt that the other two stents in the lesion would suffice. No additional patient complications were reported. Additional information was requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).